Event description:
It was reported that the patient visited the clinic for eri. Premature battery depletion was suspected. Inappropriate atp delivery and inappropriate detection of ventricular fibrillation episodes were noted and were attributed to a lead insulation abrasion. Lead noise was detected. The patient was suspected to have twiddlers syndrome. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.